Manufacturer narrative:
A sample device was returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after intraocular lens (iol) implantation procedure, the patient had foreign body sensation and blurry vision. The lens was explanted in a secondary procedure and replaced with a non company lens.

Manufacturer narrative:
The lens was returned on a triangular piece of medical sponge inside a plastic bag. Solution was dried on the lens. The optic was cut into two pieces. Each optic portion contained a full, undamaged haptic. The optic edge was broken. The optic had small scratch damage on the posterior and anterior surfaces. One optic portion had splintering cracks that extended from the line of cut damage toward one haptic area. The anterior optic surface has a scrape mark in the central optic zone. Information was provided that indicated the use of a qualified cartridge with a non-qualified handpiece. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The root cause cannot be determined for the reported complaint of foreign body sensation and blurry vision. The explanted lens was returned in pieces, typical of damage created to remove a lens from the eye. Additional lens damage was observed. There was no foreign material observed on the lens. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. A failure to follow the IFU also occurred with the use of a non-qualified handpiece. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the company qualified iol delivery system or any other company qualified combination. The 21.5 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a toric non company (1.50 cyl) 20.5 diopter lens. The exchange of the non-toric lens to a toric lens model would suggest that the replacement lens model and diopter was an improved selection for this patient¿s vision needs. The manufacturer internal reference number is: (B)(4).